Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. An alarm log review confirmed that there was an air-in-line alarm. A visual inspection and a power-on self test was performed. It was identified that the air sensor was out of calibration. The air sensor was recalibrated to correct the reported condition. The pump passed all testing and was returned to good working order. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a flogard infusion pump experienced an air in line alarm. There was no patient involvement. Additional information was requested and is not available.